Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is a cut on the outer insulation with minimal blood ingression at 21.7 cm. There is distorted distal conductors in the connector window at 1.5 cm. Accurate measurement of the helix is not possible due to the helix being bent. The helix extension and retraction test could not be performed due to the distorted distal conductors in the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to retract the right atrial (ra) lead helix. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.